Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to medical reasons unrelated to the device. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 07, 2024.